Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer that the device is damaged and needed repair. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center battery leakage was noted.